Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had damage optics. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: glass at the distal end damaged. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: glass at the distal end damaged, the outer tube is bent, dark image because of broken light fibers of the light guide bundle, dents on outer tube and there is no image because a lens is broken inside the optical system. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.